Event description:
A report was received that the patient was having charging issues due to the ipg being loose and flipped. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was having charging issues due to the ipg being loose and flipped. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent explant procedure and was doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was having charging issues due to the ipg being loose and flipped. The patient will undergo a pocket revision.

Manufacturer narrative:
(B)(4).